Manufacturer narrative:
(B)(4). A service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).

Event description:
The facility representative contacted baxter to report a colleague infusion pump with the reported condition "failure"; after talking to the contact it was specified that failure code 500:320:654:0000 was the reported condition. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. During the product evaluation at baxter, it was discovered that failure code 500:320:654:0000 occurred during infusion which caused an interruption during delivery. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause could not be determined at this time. The device was not repaired since it is a baxter-owned unit. A follow-up medwatch report will be submitted if additional information becomes available.